Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2008 and performed self-tests up to the (B)(6) 2010. Temperatures are recorded below the recommended minimum standby during this time. The device failed multiple self-tests due to a low battery between (B)(6) 2010 and (B)(6) 2012. The device remained in fault mode until (B)(6) 2016 when an increase in voltage suggests a further pad-pak was installed. The device begins to record power ups, some of which contain nonsensical durations. Investigation found the reported fault can be attributed to membrane failure. The power ups recorded may suggest the user was power cycling the device then turning the device off by removing the pad-pak or the beginnings of membrane failure. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. No pad-pak was returned for investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section h8 of this report.